Manufacturer narrative:
The device, was used in treatment was returned for evaluation. Photos were provided for review and could not establish a relationship between the device and the reported event and a root cause could not be determined. Visual inspection of the returned device noted dented front casing. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable cause maybe an intermittent component failure or connection issue. IFU offers further guidance. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the pump did not alert leak alarm and patient's foot became macerated. Three units were reported and presented the same issue. The treatment has not been solved yet on (B)(6) 2020. The customer would like the pumps replaced. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.